Event description:
Information was received indicating that this syringe infusion pump exhibited accuracy issues. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump had a deep scratch on the keypad and a crack on the right plunger case. The event history log had no related findings. Functional testing included accuracy testing. The accuracy testing was unable to duplicate the field observation; the device passed testing and delivered the amount it was programed to during the syringe delivery test. Based on the evidence, the complaint was unable to be confirmed.